Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the tip fell out. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the tip fell out. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results.